Event description:
It was reported by service report that the bed lift was stuck in a raised position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Base channel extension cable. Tilt angle sensor.